Event description:
It was reported that a few weeks after device implant, the patient developed a pocket hematoma that required a pocket evacuation. Several weeks later, the patient had another pocket hematoma. The patient was given vancomycin intravenously. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead implanted: (B)(6) 2004; 5076-58 lead implanted: (B)(6) 2014. (B)(4).